Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and reviewed by an edwards clinical imager, and the following was observed: there is halt affecting the left and right cusps of the sapien valve. The valve is under-expanded at mid valve. The reported event for leaflet thickened and stenosis were confirmed based on provided medical records and imagery review. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, patient had medical history of hyperlipidemia. Hyperlipidemia is a known factor that may increase the risk of valve calcification, leading to thickened leaflets. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in stenosis. Additionally, the valve is under-expanded per imagery review. Under-expanded thv could also reduce the effective orifice area of the valve leading to stenosis. As such, available information suggests that patient factors (thickened leaflets) and/or procedural factors (under-expanded thv) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 3 months, 24 days post transfemoral tavr procedure with a 29mm sapien 3 valve in a non-edwards valve, the valve presented with leaflet fibrosis and potential clotting. The midframe appears under-expanded, and there appears to be a hypodensity on the left coronary cusp and right coronary cusp leaflets. The patient is being evaluated for a valve in valve procedure. Per medical records received, the valve presented halt and severe stenosis confirmed by CT. A tte performed showed a mean gradient of 51.5mmhg, with an ava (I,d) of 0.76cm2 and ava (v,d) of 0.86cm2.

Manufacturer narrative:
Investigation is still ongoing.